Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4). The serial number was unknown. The device manufacture date was unknown.

Event description:
It was reported from (B)(6) that prior to an unspecified surgical procedure, it was observed that the small battery driver device made a weird rattling sound when the trigger was engaged. There were no reports of surgical delays. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.